Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the stapler did not cut the tissue, had tissue pushout, and did not staple properly. The procedure was completed using a backup stapler with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from an operating room (or) staff member and an (B)(6) manager (csm) regarding the reported event: the surgeon created a gastric pouch using a sureform 60 stapler instrument with a blue sureform 60 stapler reload. At that time, during the third staple fire, the stapler misfired by pushing the tissue out and not cutting it. The staples were malformed. As a result, there was a serosal stomach tissue tear. The surgeon repaired the tissue by stapling medially and resecting additional gastric tissue. The following regarding the stapling firing sequence was confirmed: the instrument was inspected before use, and no damage was noted. There were pauses for compression, no clamping issues, no impediments such as staples or clips, and no buttress material was used. Post-operative tests like an x-ray or ultrasound were not performed after the procedure. The csm confirmed that the site does not swish the stapler instrument between fires.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the blue sureform 60 reload associated with this complaint; however, isi did receive the sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was analyzed and the investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of a firing failure to be related to the customer reported complaint. The instrument was found to have a firing failure based on log review. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the returned condition of the device. Additional observations were made that were not reported by site and that were not related to the customer reported complaint: the instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was placed on an in-house system with an in-house drape and seal. The instrument failed the engagement test. The engagement test was performed a total of three times and failed. Signs of corrosion were found on the instrument bearing. The bearing found at the proximal end of the main tube exhibited orange discoloration. Corroded metal shavings were found stuck to the magnet. Additionally, the I-beam assembly was intact and had no observable damage from the clamp indicator window. The housing was removed to manually extend and retract the I-beam, and there was no issue observed with full extension or retraction. If additional information is obtained, a follow-up MDR will be submitted. Instrument log review for the sureform 60 stapler instrument associated with this event was performed. Logs show the sureform 60 stapler instrument part number: 480460-09, lot number: l13221125-0666, was installed on the system 15x and fired 12 reloads (1 white, 2 blue, 2 green, 2 blue, 3 green, 1 blue, 1 white, in that order). There was no clamping or firing attempted on the first 2 installs, and the 1st install failed to engage with the system. The logs show error code 22020 at timestamp which would be just before the 9th fire. Parameters of the error indicate that the wrist pitch axis failed to engage. On the 2nd and 3rd installs, the user was prompted to select the reload color, due to not firing the white reload on the previous installs (white was selected in both cases). On installs 3 and 4, clamping was successful, and the firings were completed with 1 pause for compression on each. On the 5th install (blue reload) there was 1 incomplete clamp, failing at ~61% completion. The next clamp attempted was successful, but was followed by a firing failure, stopping at ~77% completion, after a duration of ~65 seconds. There were no other incomplete clamps, or firing failures, and there were no unclamping failures for this instrument. There was 1 pause for compression during the 4th and 12th firing; all other firings were completed with no pauses for compression. The user fired 9 more times with this instrument following the firing failure, and 4 more times following the engagement failure. There were no other errors in the logs. The second sureform 60 stapler instrument part number: 480460-09, lot number: l13221125-0664 was then installed 1x and fired 1 white reload. Upon installation, the system failed to detect the reload color and the user manually selected the white reload. The firing was completed with 1 pause for compression. There were no clamping, unclamping, or firing failures for this instrument. There were no errors in the logs related to this instrument. Isi received a video recording of the reported incident and was reviewed by an isi clinical development engineer and the following additional information was provided: the surgeon used sureform 60 instrument with a blue reload to staple stomach tissue. A green/black reload would probably have been ideal for tissue as thick as witnessed in the video. At 0:31 the armpod message prompts a tissue too thick message. The surgeon unclamps and re-clamps to recover the message. At 0:50, the instrument is fired with pauses for compression; throughout the firing sequence, firing stops intermittently for compression. At around 1:40 it was confirmed a tissue push-out event, which happened again at 1:52 and 2:02. There was a tissue too thick message, and the stapler was unclamped. When the surgeon removed the stapler instrument, it was confirmed there were malformed staples, and the staple line was incomplete. An exposed blade possibly caused the bleed observed on the tissue (2:25). There were some unfired staples in the reload and a blade exposure message. The stapler instrument was removed, and the bleeding was cleared with a suction device. Then, a sureform60 stapler instrument was reinstalled with a green sureform 60 reload, and the firing sequence was successful with a complete staple line formation. Therefore, a green sureform60 reload was more appropriate for the target tissue type than the blue reload used. This is a reportable event due to the following conclusion: during a gastric bypass surgical procedure, the stapler misfired by pushing the tissue out and not cutting it. The staples were malformed. As a result, there was a serosal stomach tissue tear. The surgeon repaired the tissue by stapling medially and resecting additional gastric tissue. At this time, it is unknown what caused the event to occur.